Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a coyote es balloon catheter with an unknown 0.014 inch guidewire stuck inside the device. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the guidewire lumen 5mm from the tip. The balloon was found separated 13.5cm from the tip. The entire guidewire lumen appears to be stretched. Microscopic examination revealed no additional damages.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the balloon had a leak. A coyote 2.0mm x 120mm x 150cm balloon catheter was selected for use to treat bruton's tyrosine kinase. The physician inserted the catheter, and upon treatment there was a balloon leak. The procedure was able to be completed successfully using a new balloon without sequela. However, device analysis revealed the balloon was separated.